Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: can you please provide the procedure date? Response: hcp cannot recall. Can you please describe what was used to complete the procedure? Response: another new suture from the same box. Can you please confirm how many sutures are involved in this event: response: 1 piece. In relation to needle, can you please describe: what is the approximate location of suture breakage? Response: needle swage. Did the suture separate completely? Response: dislodged completely from the needle swage. Can you please confirm what tissue was being approximated or sutured when it broke? Response: fascia layer. Can you please describe what is the current condition of the patient? Response: hcp cannot recall. But no adverse event reported. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ 2360 g/m.

Event description:
It was reported that a patient underwent a laparotomy surgery on an unknown date in 2021 and suture was used. During the procedure, the suture broke and dislodged from the needle while sewing the fascial layer. Another like device was used to complete the procedure. No adverse patient consequences were reported. Additional information was requested.